Manufacturer narrative:
Corrected data: upon further review of this file, the initially reported event for explant was not appropriate. This event has now been reassessed and determined not reportable for adverse event due to the fact that lens explanted due to bent haptic is considered as removal and replacement per following criteria; the haptic bent do not occur after the lens is implanted, the time/step with highest probability for the surgeon to observe this kind of phenomena is during the lens implant/positioning. There is an extremely low probability for the surgeon to not observe the haptic bent during the implantation, per the image shown in the complaint it would be almost impossible to center the lens, step performed by the surgeon before finalizing the surgery. With the limited information provided and with the rationale described above, there is a high probability that the incident occurred during the initial procedure which may be qualified internally as removal-replacement. No further information will be provided under manufacturing report number 2648035-2020-00373. Note: the reported product problem for lens damage has been submitted under vmsr reporting first quarter 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). Device evaluation: the product associated to the complaint was received on 03/13/2020 in the original folding carton. The folding carton has a note indicating: lens explanted due to bent haptic. The lens was received cut in two pieces most probably related to the explant mentioned on the folding carton note. There is a bent haptic as stated on the folding carton. The reported issue was verified. Since the reported issue was noted after the lens implant based on the folding carton note, a product quality deficiency can not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to bent haptic. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.